Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was opened and transferred into the rinsing tray. A foreign object reported as a suture-like substance was attached to the valve. Subsequently, the contaminated valve was replaced and a new valve was used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: e. Facility name, street address, and postal code: 5430042. Receiving a transmission error due to the postal code; therefore, it was removed from this text field and included here in the h11. H6. Eval code method, eval code result, and eval code conclusion updated visual evaluation of returned device small amounts of gasket material were noted on the rim of the jar. The gasket showed a long strip of gasket material missing. Upon removal of the gasket from the lid, the damage was further confirmed. Conclusion: the long strand of material, related to the valve jar that contained a valve with serial number j164305, was analyzed by the mecc analytical chemistry department. The strand was transferred to a clean glass microscope slide substrate and analyzed. Fourier transform infrared (ftir) spectroscopy was performed and showed all ftir spectra collected on the particles and the strand are spectroscopically similar. The material is consistent with a silicone. Documentation provided by the customer states the silicone rubber seal is part of a packaging jar used with the product; therefore, a possible source for the particles analyzed may be this silicone seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the original box was returned with a small petri dish adhered to the top. The petri dish had a small white particulate adhered to a blue paper. The safety seal on the returned jar was found misaligned. The jar was opened. Strips of gasket material were found along the rim of the jar. Dried, crystallized glutaraldehyde remnants were noted on the jar threads. The lid was assessed. Extensive amounts of dried, crystallized glutaraldehyde were found along the lid threads. The gasket, still inserted inside the lid, showed a long strip of gasket material missing. Upon removal of the gasket from the lid, the damage was further confirmed. A long strand-like white particulate was returned inside the petri dish. The strand appears to line up with the damaged gasket. The particulate was sent to mecc analytical chemistry department for material identification. The material is consistent with a silicone. Documentation provided by the customer states that the silicone rubber seal is part of a packaging jar used with the product. A possible source for the particles analyzed may be this silicone seal. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was opened and transferred into the rinsing tray. A foreign object reported as a suture-like substance was attached to the valve. Subsequently, the contaminated valve was replaced and a new valve was used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.